Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient¿s hospitalization and MRI scan were not related to their infusion system devices or therapy.

Event description:
Information was received from a healthcare provider via company representative with an implantable pump containing gablofen (2000 mcg/ml at 335mcg/day) via an implantable pump for unknown use. Patients medical history included severe spasticity. It was reported that the pump was in telemetry mode. After an interrogation of the pump it revealed a motor stall which seemed to be persisting since patient's magnetic resonance imaging (MRI) on (B)(6) 2025. The patient reported no signs of withdrawal and reported no audible alarms heard. The patient has been admitted to a previous hospital and received an MRI scan on august 12. The device began alarming after interrogation. A repeat interrogation showed a motor stall recovery had occurred. The reservoir volume matched the expected volume. No further actions were taken at the time of this report. The event was resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.